Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String fell out of tampon, was able to remove tampon- vagina [foreign body in reproductive tract]. Tampon string fell out [device breakage]. String fell out of tampon during removal [complication of device removal]. Case description: consumer reported via e-mail that the string fell out of the tampon during removal. No serious injury reported.